Event description:
The customer reported observing fluid draining down from the drip tray under the ion selective electrode (ise) module of the unicel dxc 800 synchron system, and onto the floor under the instrument. The customer identified the ise drain assembly as the source of the leak. The operator was wearing personal protective equipment consisting of a laboratory coat, gloves, and eye protection at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered an ion selective electrode (ise) drain valve failure, causing an overflow at the ise drain and electrolytes injection cup (eic) assembly. The fse proceeded to replace the ise drain valve to resolve the issue. Beckman coulter internal identifier for this report is (B)(4).